Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their event. When pressed for more information, the customer responded that they are actively investigating the issue. The customer went on to note that another clv-190 tower is functioning properly, so they do not think the scopes are the cause of the failure. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that two of their evis exera iii xenon light sources were presenting a b30 scope communication errors as well as an e315 error messages. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is being submitted to capture clv-190 (serial number [sn]#(B)(4)). For details on clv-190 (sn#(B)(4)) please see report with patient identifier (B)(6).